Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ductal closure in infants under 6 kg including premature infants using amplatzertm duct occluder type two additional sizes: a single-centre experience in south africa.

Event description:
The article, "ductal closure in infants under 6 kg including premature infants using amplatzertm duct occluder type two additional sizes: a single-centre experience in south africa", was reviewed. The article presented a prospective, single center study to report on the experience of closing a patent ductus arteriosus (pda) in infants under 6kg in a low- and middle-income country (lmic). Devices included in the study were amplatzer duct occluder ii/additional sizes. The article concluded pda closure using ado ii as in small infants is feasible, effective and has few complications. [The primary and corresponding author was lungile pepeta, faculty of health sciences, nelson mandela university, port elizabeth, south africa, with corresponding email: lungile.pepeta@mandela.ac.za]. The time frame of the study was from june 2011 to june 2017. A total of 92 patients were included in the study, of which all received an abbott device. The average age was 4 months, the average weight was 3.6kg, and the majority gender was female. Comorbidities included patent ductus arteriosus.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of ductal closure in infants under 6 kg including premature infants using amplatzertm duct occluder type two additional sizes: a single-centre experience in south africa were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus. Some of the complication reported was hemorrhage; this complication is anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ductal closure in infants under 6 kg including premature infants using amplatzertm duct occluder type two additional sizes: a single-centre experience in south africa.